Event description:
A report was received that the patient was unable to charge due to the ipg being flipped as confirmed by x-ray. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the physician elected to replace the old ipg with a new one due to functionality and patient dissatisfaction. The patient was doing well after the procedure.

Event description:
A report was received that the patient was unable to charge due to the ipg being flipped as confirmed by x-ray. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the physician elected to replace the old ipg with a new one due to functionality and patient dissatisfaction. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Charge profile also revealed the device was being charged although the battery level had not gone below a full charge. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics.